Manufacturer narrative:
Initial and final MDR (B)(4) - device 11 of 17.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 17 infusion set cannula kinked event on 10-oct-2023 after 3 or more hours of insertion. Insertion site was upper buttocks. Site area was impacted by his physical activity. Infusion set has been used for 4 hours. Customer regularly rotate site location. The blood glucose level was high. Therefore, patient was treated with correction injection via mdi. Caller replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.